Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: according to the investigation results, a faulty cable was confirmed. It is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the 4k camera head had no image and a black screen. The issue was found during inspection for use for an enteroscopy procedure. There were no reports of patient harm associated with the event.